Event description:
The facility reported a pump that turns on and off by itself. This problem occurred at an unk time. No medical intervention or injury was reported to be associated with this complaint. Attempts were made to acquire additional info, however, no additional info is available at this time.

Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation, or if additional info becomes available.